Event description:
It was reported the was capped due to product performance issue. The lead is no longer in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).